Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 226, 463 and 465mg/dl. Tests were done within 10 mins. Pt found to be using expired strips. Pt did not report any adverse events. No further info has been reported.